Manufacturer narrative:
Not available for reporting. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient underwent removal of a proximal femoral nail antirotation (pfna) on (B)(6) 2018. Following the surgery, the team could not remove the blade from the extraction screw. Multiple attempts were unsuccessful. It is unknown if the procedure was completed successfully. This complaint is to capture post-operation event. The need for the revision surgery is captured in related complaint (B)(4). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Review was completed part: 03.010.411 , lot: 9775159 , manufacturing site: bettlach , release to warehouse date: 18.jan.2016 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Investigation site: cq zuchwil , selected flow(s): 2. Device interaction/functional , visual inspection: the extraction screw was received in a good condition and detached from the blade. No damages visible at all. Functional test: the device passed the required functional check of screwing/ unscrewing at cq-department successfully. The functional check was performed with corresponding demo equipment. The complaint condition cannot be replicated. Conclusion: our investigation has shown that the device is in good condition. Unfortunately we cannot determine the exact root cause as no detailed clinical information were provided. Also we could not reproduce the complained malfunction as device passed the required functional check at cq-department successfully. Therefore this complaint investigation will be rated as unconfirmed. Based on this evaluation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.